Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic, de novo and calcified lesion was located in the moderately tortuous mid left anterior descending (lad) artery. Vascular access was gained through brachial artery. Upon attempting to advance the apex flex monorail 1.5 x 15mm balloon catheter to the lesion for pre-dilatation, resistance was encountered and the catheter was unable to cross the lesion completely. However, since the balloon partially crossed the lesion, the physician inflated the balloon. The balloon ruptured at 6atms on the 1st inflation. It was reported that according to the physician, the balloon rupture might have been caused by the calcified lesion. The procedure was completed with a different device and a competitor stent was implanted. There were no pt injuries or complications. The pt's status was reported as "good." This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the balloon catheter will not be returned for eval; therefore, a failure analysis of the balloon catheter could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.